Event description:
Pt having inappropriate automatic implantable cardioverter-defibrillator (acid) shocks. Intra-cardiac electrogram centered on the lead during shocks is consistent with potential lead fracture.